Event description:
The customer reported to olympus the evis lucera colonovideoscope had a break in the angle wire, cutting. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation however it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the adhesive on the bending section cover had a crack. Also it was observed that the adhesive on the bending section cover was peeling and as a result, the insulation resistance value at the distal end did not meet the standard value. It was observed that the adhesive around the light guide lens and around the objective lens was peeled due to wrong handling. It was also observed that the paint on the suction cylinder was peeled and the suction cylinder itself was shaved due to handling issues. It was observed that the control unit had discoloration due to chemical stress caused by handling. It was also observed that the celling plate had a crack due to mishandling. It was observed that there was an abnormal sound made due to damage on the up and down knob caused by damage to the body control unit. It was also observed that the objective lens had discoloration due to chemical stress. It was observed that the scope cover plate was unclear due to mishandling. It was also observed that there was a lack of image on the monitor due to dirt on the objective lens. It was also observed that there was a wrinkle in the universal cord. It was observed that the control unit and the electrical connector had discoloration due to water invasion in the device and by handling. It was also observed that a flare occurred due to a scratch on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: lock engagement lever, lock engagement knob, up and down, right and left knob, switch box, control unit, plastic distal end cover, connecting tube, scope connector cover unit, scope connector, universal cord, the grip, and on the scope cover. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility immersed the endoscope in detergent solution. The customer indicated that the facility flushes the air/water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, h8, g2: delete user box. Correction is being made to previously submitted g3 - date received by manufacture which was not late. The correct date was 28may2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.